Event description:
It was reported that the ventilators touchscreen was inoperable. Reportedly, there was a dead spot on the touchscreen. There was no patient involvement. The customer was advised to replace the touchscreen and was provided with part number.

Manufacturer narrative:
The customer replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time.